Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move at all (static movement), the instrument did not move freely with out surgeon control, nor did it move in the opposite direction than the surgeon commanded. When asked if the instrument movement did not scale with the surgeon¿s control and the poc answered, no. There was no instrument delay. When asked if the movement of the instrument was unsmooth the poc answered, no.